Event description:
Additional information was reported on (B)(6) 2015 by the company representative regarding the patient's explanted pump. The pump was not returned, as the pump was reportedly destroyed. Further information indicated that logs from this pump were attached to a document for review; however the attachments could not be opened. Additional information was requested regarding the attached documents. Should additional information become available, a supplemental will be filed.

Event description:
Additional session reports noted that the on (B)(6) 2015, four days prior to the reported explant of this pump, the lioresal dose was programmed to be decreased from 499.6 mcg/day to 12.1 mcg/day. Another session report from (B)(6) 2015 (6 days after the reported explant date of (B)(6) 2015), noted that the pump had been delivering at 96 mcg/day and was then also programmed again to 12.1 mcg/day. Neither session report noted any error messages. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was implanted on monday, (B)(6) 2015 as a replacement. Then on (B)(6) 2015, the physician informed the representative that the patient was listening to a sound (like an alarm) constantly occurring once per hour. It was reported that the critical alarm was sounding. A clinical specialist performed telemetry and the report/logs did not show any kind of error or message. The programming was ¿ok¿ as well. The patient was asked for any notorious changes and the patient denied any changes and felt good as usual with the baclofen therapy. The specialist stayed with the patient for more than an hour to verify what the patient was listening and if effectively it was the critical alarm. On friday, (B)(6) 2015, the pump was interrogated again and the programming was ¿fine¿ and the patient related not to have heard the alarm sound anymore. The therapy was doing fine and the patient was ¿ok¿ receiving his medication. There was no patient harm or injury. The pump remained implanted and no actions were required as a result of this event. This device system delivered lioresal and the patient had a history of spasticity. On (B)(6) 2015, further information was received from a distributor via a health care provider and representative regarding a patient in (B)(6) who was receiving intrathecal lioresal at 2000 mg/ml. Now after several months, the alarm started to sound again. The specific date of when this occurred was not reported. The original cause of the alarm in (B)(6) 2015 was not found so the physician decided to explant and replace the pump. No patient symptom were provided at this time. The patient was receiving benefits of therapy with the new pump that was implanted on (B)(6) 2015. The patient was reported as ok and stable. Additional information was requested to clarify the dose and lot number of the lioresal, the date of when the alarms started to occur, explant date, patient symptoms, and recent troubleshooting in regards to the recent alarms. Should additional information be received a supplemental report will be filed.